Event description:
An endurant ii stent graft was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure, the marker at the gate (ring) seemed compressed. It was reported that during the insertion of the delivery system of the main body, the ring at the gate had a strange shape. The physician decided to deploy the graft. The gate did not fully expand but the physician was still able to engage the gate and finish the procedure. There were no difficulties inserting the delivery catheter or deploying the stent graft. The position of the stent graft was not impacted and there were no leaks identified at the end of the procedure. No clinical sequelae were reported and the patient is fine. A review of returned films pre-implant revealed that the proximal neck diameter below the renals was approximately 25mm; the neck was moderately calcified. The max aaa diameter was 5.0cm, and lined with calcification. The iliacs were mildly tortuous but were severely calcified. Angio images during implant revealed that the bifurcate was brought up the right side. Prior to deployment, images showed that the gate ring marker appeared slightly distorted (wavy) within the graft cover. Several images seen immediately after the bifurcate was deployed down to the gate showed the ring marker looked intact and slightly less distorted; however, the bifurcate gate appeared to have fully opened. No issues were seen following the contra limb implant into the bifurcate gate, and no endoleak was seen. The exact cause of the ring marker waviness could not be determined; this most likely occurred during stent graft loading into the graft cover.

Manufacturer narrative:
(B)(4). Method: films. Results, conclusion: lack of information (cause is unknown).